Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A baseline effusion was noted prior to the procedure. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. An attempt was made to partially recapture the closure device to optimize position, but it was noticed on transesophageal echocardiography (tee) and fluoroscopy that the closure device was still anchored in tissue, so a full recapture was performed. Upon the second deployment of the closure device a new pericardial effusion was noticed by the tee physician. The closure device was proximal but deemed reasonable given the new effusion. The physician deemed the benefit of leaving the closure device in its place outweighed the risks of recapturing the device and trying to optimize position. The closure device was released. Protamine administered following release of the closure device. No other interventions were required to treat the effusion. There were no further complications.